Manufacturer narrative:
The quality control results are erratic and also falls outside of 2 sd. The field service representative performed maintenance on the system and there have been no further issues since the service visit.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable non-reproducible ise indirect gen.2 na and cl results for three patients from a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer repeated the samples several times for confirmation. The customer reported qc can vary significantly each time qc is performed, and qc has recovered outside two standard deviations. On (B)(6) 2020, patient 1¿s initial na result was 117 mmol/l and cl result was 166 mmol/l. The repeat na results were 158 mmol/l, 155 mmol/l, and 157 mmol/l. The repeat cl results were 115 mmol/l, 118 mmol/l, and 116 mmol/l. On (B)(6) 2020, patient 2¿s initial na result was 130 mmol/l, and repeat na results were 141 mmol/l and 140 mmol/l. On (B)(6) 2020, patient 3¿s initial na result was 118 mmol/l, and the repeat na result was 136 mmol/l. Na and cl electrode lot numbers and expiration dates were requested but not provided.